Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer (fae), a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure the patient developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized. The procedure was completed. During the case, a 23 flexision needle and a forceps instrument were used to perform the target nodule biopsy. The target nodule was located in the right lung, lower lobe. There is no allegation that there was a malfunction of the ion system, instruments, or accessories. Intuitive surgical inc., (isi) completed the required attempts to obtain additional information regarding the event. However, there was no response received from the physician.